Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets were broken where it screws into the luer lock port. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.